Manufacturer narrative:
The returned device was evaluated and it was noted that the needle had not fully retracted due to insufficient clearance between the top housing and linkage assembly. As a result the slide retract was prevented from moving to the fully deployed position. It is unclear if the needle failing to fully retract contributed to the reported high blood glucose levels. An occlusion alarm was reported, however, no occlusion alarm was present in the downloaded data. The only alarm present was a safety alarm that the pod had reached its expiration. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels were between 13.8 mmol/l (250 mg/dl) and 18.9 mmol/l (340 mg/dl) while wearing the pod less than an hour on the arm. The patient noted an occlusion alarm.